Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11 corrected fields: d5 UDI the getinge field service technician (fst) that discovered the drive manifold test failure also observed, that blood was detected in the pin module of the device, and the device's safety disk, tidal volume disk, 2 batteries, compressor, muffler and 9v battery must be changed. Device is faulty. The drive manifold, which was thought to be faulty, was replaced and tested and it was seen that it passed the tests. The safety disk, tidal volume disk, 2 batteries, compressor, muffler and 9v battery of the device must be replaced since it is time for periodic replacement. Regarding the blood detection in the pin module written in the first fault detection, the pin module was examined in detail and it was seen that there was no blood in the pin module and the color of the hoses changed. There is no liquid or blood in the pin module. The pin module is intact. The device was delivered in working condition.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check performed by a getinge field service technician (gfst), the cardiosave intra-aortic balloon pump (iabp) drive manifold test failed. There was no patient involvement reported.